Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, on dissection of the blood vessel, the surgeon was unable to squeeze the handle. There were issues experienced with the loading and firing of the clips, some clips were able to load to in jaws and were able to be fired from the device. Another clip applier was opened and used to complete the case. There was no patient injury.